Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not deliver a bolus after consuming food, as a result, the customer experienced an elevated blood glucose (bg) level; (bg value was not provided). Customer delivered a bolus via the pump to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.